Manufacturer narrative:
The original report for the referenced chronic driveline infection can be found under MFR# 2916596-2016-01476. (B)(4). Approximate age of device - 2 years and 5 months. The center elected to not send pump in for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017, during admission for an unrelated event, the infectious disease group was consulted for an ongoing chronic driveline infection which was resistant to oral antibiotics. The patient was treated with IV antibiotics. A decision was made to exchange the pump and on (B)(6) 2017 the patient underwent a pump exchange. No infection was found in the pump pocket. The original inflow conduit and outflow graft remained in place.

Manufacturer narrative:
The explanted pump was not returned for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.